Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the reported symptom of "downstream occlusion issue" was reproduced. A review of event history log revealed multiple downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor (downstream) calibration was significantly out of specification. The force sensor scale factor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion issue during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.